Manufacturer narrative:
The customer's complaint of a texium leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion on a (B)(6) year old female patient, diagnosed with pancreatic tail adenocarcinoma, there was a texium leak. On (B)(6) 2019, the patient was connected to elastomeric ball pump containing 5-fu to infuse over 48 hours via right chest port a catheter. On (B)(6) 2019, on return visit for disconnect of 5-fu, patient states she noticed crystalized material on her chest where the connection (texium and elastomeric ball) was taped to her chest. She said she washed it off when she showered. At the time of disconnect, the nurse noted a white chalk like substance on patient¿s chest and around the texium connecting the elastomeric ball. There was no adverse effect from the leakage. There was no skin irritation. Vital signs were stable. No additional monitoring or lab work was required.